Event description:
Ous MDR - after an implant duration of 26 months, it was reported that the lead was explanted due to an increasing pacing impedance. No adverse pt side effects have been reported. The device was explanted.

Manufacturer narrative:
Ous MDR.